Event description:
In 2002, consumer had a mammogram. On last compression, they experienced intense pain when they got home, they noticed red marks on their breasts. 3 months later, caller woke up with stiff fingers and toes. Tips of fingers were tingling. Caller was followed up by physician for continual complaints of pain and tingling, stiffness in fingers - neuro tests and tests for lupus, mono-all negative. Caller began experiencing swollen lymph nodes, muscle stiffness and fatigue. Caller states they have burning in breats and a hard lump in breast. An MRI was normal, caller reports they are part of a study through mcghan regarding the safety of silicone breast implants.